Manufacturer narrative:
The lead was discarded. An x-ray of the lead position after migration was provided. Without the return of the device, it is not possible to reach a definitive root cause. The evoke scs system surgical guide lists potential risks including, "lead migration from the location chosen at initial implantation, resulting in stimulation changes" and continues by stating, "the patient may require surgery (including revision, explant, and replacement)" as a result of the potential risks. The surgical guide also details proper lead anchoring using the active and suture anchors. The use of the non-saluda anchor may have contributed to the lead migration.

Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system was evaluated for a change in stimulation. It was confirmed that during the patient¿s implant procedure, a non-saluda anchor had been used to secure the lead. A lead migration was confirmed. A revision was performed to resolve the issue.